Event description:
Customer reported that dilaudid was intended to infuse at 0.2 mg/hr but was found at 2 mg/hr. The concentration was 6 mg/30 ml (0.2 mg/ml) in a 35 ml syringe. There was no pt harm and medical intervention was not required. No additional pt or event details were provided by the customer.

Manufacturer narrative:
MFR's report date on: (B)(4) 2014. Devices not received, log review only. The event logs have been received and the eval is pending. A follow up report will be submitted with investigation results once the eval has been completed.